Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient had a consultation on (B)(6) 2020, and the diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-jan-2021, mentor received additional information regarding the condition of the complaint device and replacement devices. The patient's surgeon noted that upon explantation, the left-sided device was found to be completely deflated and had a light yellow tinge. The replacement devices are two 325 cc sientra silicone gel breast implant prostheses (reference#: (B)(4), right serial#: (B)(6), left serial#: (B)(6). The relevant fields have been updated. On 14-jan-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Also, a tear was noted within the crease, measuring approximately 8.3 cm. Additionally, the device doesn't appear to be discolored. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).